Event description:
It was reported a patient undergoing an operation, due to a serious brain injury, had an endotracheal tube "with balloon leakage and the tube dropped off from airway." It was further reported the doctor inserted a second endotracheal tube into the patient and proceeded with the operation.

Manufacturer narrative:
Based on the available information this event is deemed a reportable malfunction. The device was used on a patient, however no harm to the patient was reported. This event was reported by (B)(6). They stated "(B)(6) reported the case to the local FDA, without informing convatec." Multiple attempts were made to gather additional information regarding product information, lot number and additional event information. It was stated that "further information is and will not be available, because we can't get it from the distributor." No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.